Event description:
Deflation of right breast implant with bilateral capsular contracture, followed by bilateral removal and replacement with mentor. Initial use of device.

Event description:
Deflation of right breast implant with bilateral capsular contracture, followed by bilateral removal and replacement with mentor. Initial use of device.